Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 4.1 inr. The result from the laboratory within 7 hours was 3.1 inr. The customer's therapeutic range is 3.5 - 3.8 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294946) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The customer returned the meter and the test strips. The returned test strips and meter were tested with high level control solution. All inr values were within the specified target ranges. The returned customer material and retention material comply with the specification.